Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d4, d5, h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 11-apr-2022 to 10-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system failed download and stopped communicating. A technical support specialist dialed into the station and found that the device was disconnected from network hence the station communication bulletin appeared in hsv as download stopped message. He suspected that someone from customer site had fixed the connection issue, and the device was communicating to the server on real time, no longer showing any notice in hsv. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system stopped downloading and stopped communicating. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device was on disconnected mode due to an issue with the customer's network. Technical support specialist stated that the customer site was able to resolve the connection issue and the device was communicating as expected. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system that the device was not communicating with server. Customer requested a technician to address the drawer failure issue with critical patient in the room. There were no adverse events or injuries reported based on this event.